Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient complained postoperatively of increased pain on both legs. The pain was increasing, so the physician removed the trial leads. An imaging of the spine was taken and it was determined that the patient had an epidural hematoma. The patient underwent a procedure for the epidural hematoma. The patient was reportedly doing well after the surgery.